Event description:
Augmentation mammoplasty in 9/88. 7/89, mastopexy. Multiple problems since 1990: fatigue, general malaise, and chronic breast pain since 1988. Work-up in past for above symptoms. Blood work negative. Seen recently by a rheumatologist who thought she might have fibromyalgia. Recently has had increased mood swings and sleeping problems. 1991, started taking vitamin e 1200 u/d. 11/93, mammogram normal. No history of breast cancer in family. 1977, ovarian cyst removed. 1991, kidney stone. 1994, cholecystectomy. Has had problems in past with dry eye syndrome and loss of vision.